Event description:
On 1/7/94 rptr had a lithotripsy performed. That resulted in many holes being blown in both kidneys. He hemorrhaged so much that 8 pints of blood had to be transfused. He bled into the body cavity so much, his left lung collapsed and he developed pneumonia. He was hospitalized with a hematocrit of 19 and was on oxygen therapy for 16 days. (*)